Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The actual device has not been received yet and the investigation is ongoing at this time. A follow-up report will be provided when the inspection results become available.

Event description:
As reported by the user facility: reports had issue on (B)(6) 2016 at about 8 pm with an over infusion of fentanyl.

Manufacturer narrative:
Exemption number e2011009. B. Braun medical inc. Is submitting a single report on behalf of b. Braun melsungen (the manufacturer), and b. Braun medical inc. (The importer). This report has been identified as b. Braun medical internal report number (B)(4). Multiple attempts to obtain the device, logs and/or additional information were not successful. Without the actual device or logs, a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the device, logs and/or any additional pertinent information becomes available, a follow up report will be submitted.